Event description:
It was reported that the patients implantable pulse generator (ipg) was not working as intended. The patient's ipg was replaced with an MRI compatible device.

Event description:
It was reported that the patients implantable pulse generator (ipg) was not working as intended. The patient's ipg was replaced with an MRI compatible device. Additional information was received that the patient's ipg was not holding a charge. The patient's ipg was replaced with a non-rechargeable device. The patient was doing well postoperatively and the explanted ipg was retained by the medical facility and will not be returned.